Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after the implant procedure, when the patient sat up, the device dropped approximately four inches and sensing was lost. The device will be repositioned and remains in use. No patient complications have been reported as a result of this event.